Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead was exhibiting an out of range lead impedance alert. The ra lead was known to be fractured from an unknown date. The ra lead was inactivated and the implantable pulse generator (ipg) was reprogrammed. No patient complications have been reported as a result of this event.